Event description:
Customer reported pump malfunction, specifically error code malf 12, on multiple occasions. There was no adverse impact to customer's blood glucose level. Technical support decided to replace the faulty pump and instructed customer to shift to manual injection as a backup therapy. Customer understood instructions to return pump and put it into storage mode before shipping it back. No additional information was received regarding the outcome of the event.